Event description:
It was repoted that upon removal of the device, the sheath started to stretch and the shaft was broken. The device was safely removed from the patient and there were no clinical consequences to the patient due to the reported event.

Event description:
It was reported that upon removal of the device, the sheath started to stretch and the shaft was broken. The device was safely removed from the patient and there were no clinical consequences to the patient due to the reported event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device found that the device was severely kinked, stretched, and separated in several places along its length. Additionally, the distal tip marker and distal lumen were compressed. Functional evaluation could not be performed due to the anomalies found on the device. Additional information provided by the customer indicated that the device was confirmed to be in good condition after unpacking and preparation, the device was prepared as per the device direction for use (dfu) instructions, and there was resistance during use when pulling the device out from the patient. The device was removed safely from the patient without any adverse consequences. Based on the device analysis and information provided, it appears the catheter was kinked/compressed then stretched and broke due to excessive pulling forces applied against resistance during removal from the patient. Therefore, an assignable cause of handling damage has been assigned to the reported event and analyzed anomalies.